Manufacturer narrative:
Results: received one used 22g bd iag unit without packaging. Ra device history review could not be conducted because a lot number was not provided. The unit consisted of the catheter/adapter assembly; the remainder of the unit was not returned for observations of this incident there was a miscellaneous 6ml syringe with clear fluid attached at the end of adapter. The catheter tubing was slight bowed to one side there was no visible damage to the catheter tubing. Photos were provided for evaluation of this incident: per the observations of the photos, it was apparent that the findings observed in the used unit were similar to those in the photos. There was no damage to the adapter. Observed the catheter/adapter was intact with no visible damage to the exposed portion of catheter tubing (i.e. Crimps, holes, kinks, splits, or wrinkles).observed there was no damage to the outer threads (i.e. Crack, grooves, thread damage or mis-molds, etc.) Or the inner rim of the adapter. Water/air leak test was conducted: attached the iso standard testing slip luer to the catheter/adapter and performed the leak test leakage was observed from within the nose of the adapter. Fluid leak test was conducted; to identify the origin of the leakage. Dissected the unit for further evaluation of the tubing within the nose of the adapter. Observed the characteristics of damage (wrinkled tubing with hole) present on the tubing from within the nose of the adapter in the area above the wedge was evidence that the failure was a result of the misalignment of the flare station at zone 1 of the process. The unit revealed wrinkled tubing within the nose of the adapter with a hole that leaked when water/air leak tested. Conclusions: confirmation of failure of leakage at catheter junction as stated it the product incident report was conclusive with the evaluation and testing of the used unit provided for this incident. Confirmed the tubing was wrinkled within the nose of the adapter with a hole in the tubing that leaked when tested. The damage/failure observed in this incident was indicative of being manufacturing related. Root cause: the damage observed and the leakage confirmed in this incident was physical evidence to confirm and support manufacturing process related issues the root cause determined for this defect is the misalignment of the flare station. When the flare station isn't properly aligned, the flare blocks can pull the tube down onto the swage pin causing wrinkled tubing and/or a hole in the tubing above the wedge.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the medication leaked from the catheter adapter on a bd insyte¿ autoguard¿ shielded IV catheter 22 g x 1 in during use. No medical interventions.